Manufacturer narrative:
Baxter received and evaluated the device. Visual inspection did not identify any abnormalities that could have contributed to the reported condition. A device history review revealed no issues that could have caused or contributed to the reported issue. The reported condition was verified. The device was found out of specification in relation to the reported persistent air detector error which was not reproduced during evaluation. A review of the event history log confirmed the reported issue. The cause was determined to be the ultrasonic sensor was out of calibration. The ultrasonic sensor was replaced to correct this condition. Should additional relevant information become available, a supplemental report will be submitted.

Event description:
It was reported that a spectrum pump had a persistent air detector error during programming/setup. There was no patient involvement. No additional information is available.